Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug with an unknown dose and concentration via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient's pump was not working during drug refill.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug with an unknown dose and concentration via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. Additional information was received on (B)(6) 2018. It was further clarified that the patient's personal therapy manager, ptm, had a green light continuously blinking and the patient felt there was something wrong with the device. It was reported that the patient first started experiencing the issue with the ptm/pump not working in late (B)(6) (2018). It was specified that there was a device issue, and there was no change in the patient's activity level. When the button was pushed, nothing appeared on the screen and there was no green light. The patient reportedly experienced strong pain due to no ability to get medication. The patient replaced the batteries and the issue with the ptm/pump not working and patient's feeling that something was wrong were resolved.